Event description:
It was reported that while assembling the bd¿ phlebotomy sharps collector the lid did not fit the base. The following information was provided by the initial reporter translated from japanese: ¿according to the customer's report, four claws on the base did not fit the lid and the lid came off.

Manufacturer narrative:
OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as manufacturer name, city and state. As flextronics is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while assembling the bd¿ phlebotomy sharps collector the lid did not fit the base. The following information was provided by the initial reporter translated from japanese: ¿according to the customer's report, four claws on the base did not fit the lid and the lid came off.

Manufacturer narrative:
Investigation summary: a total of 29 samples were received in the lab and performed testing on each of it individually by following the instructions received from supplier and I can only replicate the issues in 4 sharp containers. The cavity of those 4 lids are 1075c-5 ( 1 lid) ,1075c-791 lid) and 1075c-8( 2 lids). In all other sharp containers the lid assembled successfully and no abnormalities observed. As part of the investigation, a review of the customer complaint records was performed and the results showed that there are no additional complaints reported for the same issue and part number throughout the last twelve months. A device history review was conducted for lot number 1252926.